Event description:
PICC catheter was being inserted when a portion of the guidewire sheared off and lodged in the pt's arm, just under the skin, not in the vein. Required surgical removal under anesthesia.